Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, after the pump reset, the pump time became inaccurate. The customer corrected the time to resolve the issue. Subsequently, the pump indicated a data log corruption, and the customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was approximately 100 mg/dl.